Manufacturer narrative:
The investigation of the subject event is in process. Steris is awaiting a response from the customer to schedule an onsite inspection of the surgical table subject of the event. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during cleaning activities an employee attempted to connect the power cable to the cmax x-ray surgical table and they experienced an electrical shock. No report of consequence on health of the employee. During the event, the table was not in use and there was no patient involvement.

Manufacturer narrative:
A steris service engineer arrived onsite to inspect the table and found that the plug of the power supply was damaged resulting in the reported event. The cmax x-ray surgical table user manual states (p10 - electrical safety): "warning risk of personal injury in case of any damage to the power supply, power cord, plug, or iec receptacle, do not connect the equipment and immediately contact steris technical support." The technician replaced the power cable, tested the table, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.